Manufacturer narrative:
Pump received with no button response and button error alarm due to corroded keypad traces. Insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm after battery removal due to insulin pump freezing during a bolus delivery. Customer's blood glucose was 132 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.